Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use by the customer that cs100 intra-aortic balloon pump (iabp) helium cylinder is consumed too quickly. No personal injury.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) arrived at the site and stated safety disk failure caused helium leakage. Customer repair needs approval, and repair can only be carried out after approval. No safety test was conducted. Equipment is unavailable. Subsequent hospital approval is completed and re-ordered. In future if we receive any repair information will reopen and update the investigation.